Manufacturer narrative:
A third-party service agent evaluated the customer¿s device and was able to verify the reported issue. After replacing system pcb and therapy pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A third-party service agent contacted physio-control to report that when their customer's device was evaluated an event code was found logged in the device's memory. The event code logged in the device's memory is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no patient involvement in the reported event.